Manufacturer narrative:
(B)(4). Investigation is ongoing. Ref. Related MFR report number 2015691-2018-00582.

Event description:
As reported, during a transfemoral tavr procedure in the aortic position, during deployment, the balloon ruptured and upon removal, a dissection of the right external iliac into the common femoral occurred. During deployment, the pusher was not pulled back and in the force to try to get the balloon up, the balloon ruptured. The valve was observed to be sitting in the annulus but was half deployed. The physician tried to remove the system due to the balloon rupture, however, upon removal a dissection occurred of the right external iliac into the common femoral. The sheath was observed to have split apart at the liner and blue portion of the tip, where the first 1/3 of the esheath was "flapping back". A large cutdown was done and the artery was repaired. All balloon fragments were removed. Once the vessel was repaired and the patient was in stable condition, the left side was accessed and the valve was assessed as it remained in the lvot (wire access had been lost when the esheath was pulled out and as the physician attempted to rewire and pass through the valve, the valve was pushed to the left ventricle). When attempting to cross the valve, the valve embolized into the left ventricle. A snare was first used to pull the valve back into place but the effort was unsuccessful. The physician then crossed the valve while it was in the left ventricle using the snare to steady the valve. A 26mm z-med balloon and a snare were then used to pull the valve back into place into a 70:30 aortic position. Since a 26mm z-med balloon was used on a 29mm sapien 3 valve, the valve had to be post dilated to ensure it was fully expanded. Post op echo showed trace pvl. The patient left in stable condition. Pod1 the patient was reported to be stable, doing well, and neurologically intact.

Manufacturer narrative:
Additional information: the delivery system was returned to edward for evaluation. During preliminary evaluation, the balloon was confirmed to have torn at the crimp balloon and was not burst. The spring was observed to be stretched out and gouges were observed on the flex tip. Investigation is ongoing.

Manufacturer narrative:
Ref related MFR report number: 2015691-2018-01056.

Manufacturer narrative:
Images of the patient¿s anatomy were provided, revealing that the patient had calcified and tortuous vessels along with annular/leaflet calcification.   The commander delivery system was returned to edwards lifesciences for evaluation. During visual inspection it was observed that the crimp balloon was torn. The nose tip/balloon had separated from the delivery system at the I/c bond and the balloon legs were flared. The delivery system spring was stretched out. Gouges were observed on the flex tip face. Crimp balloon double wall thickness measurements were taken to ensure that the thickness of the material was within specification. A thin balloon could contribute to the observed balloon tear and could be indicative of a manufacturing nonconformance. The crimp balloon double wall thickness was found to be within specification. Functional testing of the device was unable to be performed due to the condition of the returned device.   A DHR review was performed for the most relevant components and did not reveal any manufacturing related issues that could have contributed to the reported events. A lot history review was performed and revealed no other complaints relating to ¿balloon ¿ torn¿ or ¿distal tip, nose tip ¿ separated¿. A review of complaint history was performed and revealed that the occurrence rate did not exceed the february 2018 control limit for the trend categories ¿damaged¿ and ¿separated¿. No IFU/training deficiencies were identified. Additionally, the inspections in place during the manufacturing process support that it is unlikely a manufacturing nonconformance contributed to the complaint events.   The complaints for ¿balloon ¿ torn¿ and ¿distal tip, nose tip ¿ separated¿ are confirmed through visual inspection of the returned device. Training materials state to pull back the flex catheter to the triple marker before deployment of the valve. The complaint description states that ¿during deployment, the pusher was not pulled back and in the force to try to get the balloon up, the balloon ruptured.¿ with the flex tip over the crimp balloon during deployment, pressure in that section can be larger than normal during inflation and result in a torn crimp balloon.   Additionally, a review of complaint history revealed that potential root causes for separation of the crimp balloon material proximal to the inflation balloon to crimp balloon bond have been identified and documented in a pra. If the physician performed valve alignment in a tortuous anatomy, it may have resulted in increased forces being applied to the bond area. This may occur as performing valve alignment at a bend or angle can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip during alignment and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. If the thv is unseated during alignment, it can result in higher than usual valve alignment forces, and can potentially weaken the bond between the inflation balloon and crimp balloon if excessive force is used to try and achieve final alignment position. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. A review of imagery revealed that a mild level of tortuosity was present in the aorta. In addition, residual volume left in the balloon may also contribute to increased forces during valve alignment or delivery system retrieval, which could lead to a weakening of the inflation and crimp balloon bond. Another previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. Furthermore, calcification can also impinge on the crimp balloon weakening it. A mild level of calcification was present in the aorta, a moderate level of calcification was in the native annulus, and the native leaflets were severely calcified. It is possible that these factors caused the bond area to weaken, which could have led to the crimp balloon tear during inflation.   A tear in the crimp balloon could have resulted in flaring of the inflation balloon legs. During retrieval of the device, the balloon legs can catch on the sheath distal tip. Therefore, excessive force may have been used to withdraw the delivery system. Furthermore, the sheath liner delamination, could be indicative of excessive force used during withdrawal of the delivery system. It is likely excessive force and device manipulation contributed to the nose tip separation.   Available information suggests that procedural factors (flex tip not pulled back during deployment) likely contributed to the complaint events. However, past complaints suggest that it is possible patient factors (calcification/tortuosity) may have also contributed to the complaint events.  The cause of the dissection of the right external iliac into the common femoral is unknown, however, may be due to patient factors (calcification, tortuosity) and/or procedural factors (flex tip not pulled back during deployment, excessive force). A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no manufacturing non-conformance or IFU/training deficiencies were identified, no corrective/preventative actions are required. Due to the high criticality level of the failure mode ¿balloon ¿ torn¿, a pra was previously initiated for risk assessment per management discretion. The pra investigates complaints where the inflation/crimp balloon separation occurs prior to valve alignment or during retrieval of the delivery system. Since no product non-conformance was confirmed in the returned complaint sample and the occurrence rate does not exceed the complaint control limit, no further escalation is required at this time. For ¿distal tip, nose tip ¿ separated¿, since no product non-conformance was confirmed in the returned complaint sample and the occurrence rate does not exceed the complaint control limit, a product risk assessment (pra) is not required.